Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2018. Model number/catalog number:sc-8216-70; serial number: (B)(4), batch/lot number: 15963097, model/catalog description:artisan lead 70 cm.

Event description:
A report was received that the patient was experiencing overstimulation. The patient underwent an explant procedure. No further information could be obtained.